Event description:
The pt and her husband were at home, using the epi-no device. After 5 minutes, the patient complained of vaginal pain and dizziness. The husband went to the kitchen to get a glass of water. He returned to find her blue, and then she began what he described as tonic-clonic seizure activity, including loss of stool and urine. Ems found her with emesis, non-responsive, apneic and requiring acls. They intubated and ventilated and treated the pt with IV valium and mgso4. Upon arrival at the hosp, the pt had normal vital signs, no hypertension or proteinuria, but the fetus was bradycardic. Emergency cesarean produced a normal neonate who appears undamaged. The pt had profound ards, and hypoxemia incompatible with life, despite maximal conventional ventilator therapy. She responded to rotoprone therapy, and departed the hosp on hosp day 11 with only a residual tremor though probably secondary to prolonged vecuronium therapy while severely ill on the ventilator. The pt had no other apparent deficit. We understand from a friend in her community that the tremor also resolved. The ems returned to the home to investigate the device, and discovered a hole and an air leak in the upper portion (intravaginal portion) of the device. We believe her diagnosis was air embolus, caused by use of the epi-no device. The ems driver said that the husband told him that the gauge indicated that the device was not holding pressure, so he used the bulb to reinflate the device. Prior to this date, the pregnancy had been routine, and uncomplicated. This was her first pregnancy.